Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent gynecological procedure on an unknown date and mesh was implanted. The patient experienced a one cm exposure of mesh from the posterior vaginal wall. On (B)(6) 2013, the patient underwent a reoperation and 2.5 cm of mesh was removed and covered with pelvicol prior to closure of skin to prevent a recurrence. No further exposure has been identified to date. After removal, the patient has a well healed posterior vaginal wall with no further exposure.